Manufacturer narrative:
Philips investigated this complaint. The basic stand of the md eleva was missing a securing plate. Review of the service records of this system did not show any service activity on the basic stand. It is very likely that this securing plate was missing when it was initially installed. The md eleva system was five years in use. During this period the shaft gradually came out to the state it was found. Philips has installed a securing plate and the system is back in good working order. No similar complaints have been reported to philips. Philips has opened an investigation as a follow up for the noted complaint.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that during maintenance it was observed that a securing plate, that holds the axle of the tilt mechanism in place, was missing.